Event description:
The surgeon performed a left sided si joint fusion by utilizing the ifuse implant system on (B)(6) 2012. The pt had percutaneous screws placed on the right side for treatment of si joint pain some years prior to the ifuse implant procedure. During surgery, the surgeon had some challenges visualizing the ala on the lateral imaging. The screws from the opposite side limited the view and made visualization of the bony landmarks challenging. The surgeon placed a 7x45, 7x35, and 7x30mm ifuse implants. In the recovery room, the pt began complaining of pain going down the leg on the operative side. Examination showed positive nerve root tension signs but no evidence of neurologic deficit. Motor and sensory examination showed intact function in both lower extremities. A CT scan showed that the proximal implant had violated the sacral ala in a cephalad direction. The implant was near the l5 nerve root and may have been irritating the root. The next day ((B)(6) 2012) the surgeon performed revision surgery. The surgeon removed the cannulated screws that had been placed on the pt's right side for better visualization before removing the cephalad ifuse implant (7x45mm) from the left side. The implant was replaced with a shorter ifuse implant, 7x35mm. The pt had no more complaints of leg pain after the revision surgery. The pt had no motor or sensory deficits during the f/u neurologic examination.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, the certificate of conformance, and fmea, there is no indication of device failure and no indication that the device was out of spec. The root cause is incorrect implant size selection.